Event description:
During device preparation, the device would not communicate with the tactisys. A red light was seen on the tactisys and the device was not able to be zeroed. The device was replaced with the same issues seen. The device was replaced for a third device to resolve the issue with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.